Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Rv lead was performed due to oversensing and inadequate high voltage therapy. The lead was capped and a new rv lead was implanted. The patient is in stable condition.